Event description:
Supplemental report submitted due to completion of investigation on 01-apr-2022

Manufacturer narrative:
Device evaluation: 1 x zisv6-35-125-6-140-ptx device of lot number c1812655 involved in this complaint was returned to cirl without the original packaging for evaluation. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: lab date: 14 oct 2021. Visual inspection: 01 fracture was observed; approx. 2.25 cm on stent. Functional inspection: delivery system not returned. Part of stent returned in sheath used during procedure. Approx. 2.25 cm of stent protruding from sheath. Stent is fractured. Note: fractured stent is a result of user technique whereby the stent was cut in half upon removal by the user. "They had to cut the stent in half". Document review: prior to distribution zisv6-35-125-6-140-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-6-140-ptx of lot number c1812655 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1812655. It should be noted that the instructions for use (ifu0122) states the following: "if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device. Continuing to force passage may ultimately cause partial deployment of the stent". "Following stent deployment, if resistance is met during the withdrawal of the delivery system, carefully remove the delivery system and wire guide together as a unit". "If resistance is still encountered during removal of the delivery system and wire guide as a unit, remove the wire guide, delivery system and introducer sheath together as a unit". There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to excessive force being applied to the device during the procedure leading to the partial deployment of the stent. It was noted that resistance was encountered upon removal and subsequently the user cut the stent in half. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report to update rpn and lot # received on 19-aug-2021. Additional information received 01-sep-2021: prefix ziv6-ptx/zisv6-ptx. Are images (e.g. Angiography, us etc.) Of the device and/or procedure available? N/a, yes or no: no. Was the device flushed before the procedure, as per IFU? N/a, yes or no: yes. Were there any issues with flushing of the device? N/a, yes or no: no. Details of the access sheath used (name, fr size,length)? 6 fr 45. Details of the wire guide used (name, diameter, hyrdophyllic)? Uniglide. What approach was used to access the target site? Contralateral, ipsilateral, antegrade, retrograde, other -retrograde. Please specify for other: if contralateral, was the bifurcation angle steep? N/a, yes or no: no. What was the target location for the stent? Mid sfa. What artery was the stent placed in? Proximal sfa, mid sfa, distal sfa, at the ostium of the profunda, p1 (proximal popliteal), other: mid sfa. Please specify for other: was the wire guide removed from the patient prior to advancing the delivery system? N/a, yes or no: no. If removed, was the wire guide wiped prior to advancement of the delivery system? N/a, yes or no: n/a. Did the stent delivery system cross the target location? N/a,yes or no: yes. Was pre-dilation performed ahead of placement of the stent? N/a, yes or no: yes. Was the patient¿s anatomy difficult or altered? Previous bypass, tortuous, calcified, altered, other: calcified. If other, please specify: was resistance encountered when advancing the wire guide? N/a, yes or no: no. Was resistance encountered when advancing the delivery system to the target location? N/a, yes or no: no. Was resistance encountered when deploying the stent? N/a, yes or no: yes. How did the physician deal with any resistance encountered? -tried holding sheath for support. Was the stent fully deployed in the patient before removing the delivery system? N/a, yes or no: no. 3.81 after deployment did the stent show signs of any of the following: compression, fracture, deformation, constraint, elongation, other -other if other, please specify: stent did not deploy fully. Was post-dilation performed after the placement of the stent? N/a, yes or, no: yes. Did any portion of the device break off? N/a, yes or no: yes. If yes, please state what part: -see event description. When did the device break? N/a, prep, advancement, deployment, withdrawal, after removal: deployment. Thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? N/a, yes or no: yes. Thumbwheel only ¿ was the retraction sheet being held during deployment. N/a, yes or no: no. Did the thumbwheel spin freely or rotate without stent release or without retracting the stent retraction sheath? N/a, yes or no: no. If yes, was the stent partially deployed? N/a, yes or no: n/a. If yes, was the partially deployed stent removed with the delivery system or was it deployed in the patient? N/a, removed, deployed: n/a. If removed, did any part of the stent fracture during removal of the delivery system? N/a, yes or no: yes. Was the delivery system kinked or twisted during advancement or deployment? N/a, yes or no: no. Please advise if and when any damage was observed on the wireguide. N/a, yes or no: no. Prior to use, during use, post procedure. Delivery system: n/a, yes or no. Prior to use, during use, post procedure. If yes, please specify (e.g. Kinked or twisted): what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -same procedure. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes or no: no. Please specify if yes.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent would not fully deploy. It partially deployed. They were able to retrieve half of it by pulling the stent back into the sheath but the other half remained inside the patient. They had to cut the stent in half. They finished the case with additional product. They were probably going to need to use additional product anyway. The half stent is placed in the right spot. They will not be attempting to retrieve the half stent that is in the patient. The procedure was ultimately successful and the patient is fine. Did any unintended section of the device remain inside the patient¿s body? Yes, half of the stent remained. If yes, please describe. Half of the stent that only partially deployed. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedures? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Prefix ziv6-ptx/zisv6-ptx 3.63 are images (e.g. Angiography, us etc.) Of the device and/or procedure available? N/a, yes, no 3.64 was the device flushed before the procedure, as per IFU? N/a, yes, no 3.65 were there any issues with flushing of the device? N/a, yes, no 3.66 details of the access sheath used (name, fr size,length)? 3.67 details of the wire guide used (name, diameter, hyrdophyllic)? 3.68 what approach was used to access the target site? Contralateral, ipsilateral, antegrade, retrograde, other please specify for other: if contralateral, was the bifurcation angle steep? N/a, yes, no 3.69 what was the target location for the stent? 3.70 what artery was the stent placed in? Proximal sfa, mid sfa, distal sfa, at the ostium of the profunda, p1 (proximal popliteal), other please specify for other: 3.71 was the wire guide removed from the patient prior to advancing the delivery system? N/a, yes, no 3.72 if removed, was the wire guide wiped prior to advancement of the delivery system? N/a, yes, no 3.73 did the stent delivery system cross the target location? N/a,yes,no 3.74 was pre-dilation performed ahead of placement of the stent? N/a,yes,no 3.75 was the patient¿s anatomy difficult or altered? Previous bypass, tortuous, calcified, altered, other if other, please specify: 3.76 was resistance encountered when advancing the wire guide? N/a, yes, no 3.77 was resistance encountered when advancing the delivery system to the target location? N/a, yes, no 3.78 was resistance encountered when deploying the stent? N/a, yes, no 3.79 how did the physician deal with any resistance encountered? 3.80 was the stent fully deployed in the patient before removing the delivery system? N/a, yes, no 3.81 after deployment did the stent show signs of any of the following: compression, fracture, deformation, constraint, elongation, other if other, please specify: 3.82 was post-dilation performed after the placement of the stent? N/a,yes,no 3.83 did any portion of the device break off? N/a, yes, no if yes, please state what part: 3.84 when did the device break? N/a, prep, advancement, deployment, withdrawal, after removal 3.85 thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? N/a, yes, no 3.86 thumbwheel only ¿ was the retraction sheet being held during deployment. N/a, yes, no 3.87 did the thumbwheel spin freely or rotate without stent release or without retracting the stent retraction sheath? N/a, yes, no if yes, was the stent partially deployed? N/a, yes, no if yes, was the partially deployed stent removed with the delivery system or was it deployed in the patient? N/a, removed, deployed 3.88 if removed, did any part of the stent fracture during removal of the delivery system? N/a, yes, no 3.89 was the delivery system kinked or twisted during advancement or deployment? N/a, yes, no 3.90 please advise if and when any damage was observed on the; 3.90.1 wireguide n/a, yes, no prior to use, during use, post procedure 3.90.2 delivery system n/a, yes, no prior to use, during use, post procedure if yes, please specify (e.g. Kinked or twisted): 3.91 what intervention (if any) was required? 3.92 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 3.93 were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no please specify if yes.

Manufacturer narrative:
Correction MDR being subimtted due to updated a code on 31-may-2022.

Event description:
Correction MDR being subimtted due to updated a code on 31-may-2022

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report to due to lab evaluation on 14-oct-2021. Lab evaluation completed on 14-oct-21: stent fracture confirmed.